Event description:
Pt had ep study in 2003 in which they were defibrillated once at 360 j. The next day they were brought back to ep lab to have ICD placed. It was at this time staff noted reddened areas on their chest just right of the sternum and on their back on the left just below scapula. Both reddened areas were consistent with size, shape and area were defib pads were placed the day before.